Event description:
Pt presented to (B)(6) with slurred speech, left sided weakness and facial droop. Stroke code called. Pt presented to our ed, stroke code called. Pt placed in ccu. On (B)(6) 2017, around 11 am, pt was getting up from the chair, lost control of leg and fell on his right side. Pt denied loc or incontinence. At 12 pm, vns arrived to his house and noted pt to have slurred speech, facial droop and left sided weakness. Pt was taken by ems to (B)(6), CT scan done, was negative for cva. Transferred by flight to (B)(6). Stroke code called, CT scan was negative. Pt transferred to ccu. Third CT scan was positive for cva.